Manufacturer narrative:
H3: product analysis of part# 5480140v, lot# gb11d011 - visual and optical examination identified that there are not obvious signs of damage to the handle. When the button is pressed there can be some extra resistance felt, this is consistent with the pin release mechanism being worn from repeated normal use. This is consistent with anticipated wear. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding instruments used in tlif. It was reported that the instruments were damaged. There was no patient involvement reported. There were no further complications reported regarding the event.